Manufacturer narrative:
The insulin pump had missing segments during testing due to open lcd zebra connector. It also had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and stripped battery cap coin slot. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The blood glucose at the time of the incident was 290 mg/dl; treated with manual injection. The customer stated that when he goes to bolus, the top letters disappear from the display and seems to only happen in the middle of the screen. The customer stated the device has not been dropped or bumped. The device was returned for analysis.